Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that patients pain had returned and was constant. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.